Event description:
During a vitrectomy procedure, the tip of the vitrectomy cutter broke off and fell to the bottom of the retina. The piece was retrieved and perfleurocarbons were administered. No further problems have been reported.